Event description:
It was reported by the patient¿s relative that the implantable cardioverter defibrillator (ICD) ¿fired¿. Follow-up information confirmed the patient did receive shocks, however it could not be confirmed whether the shocks were appropriate. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.